Event description:
It was reported that the patient developed an infection at the implantable pulse generator (ipg) site of the spinal cord stimulator (scs). It was stated that the physician does not believe that the infection is device related. The patient underwent an explant procedure in which the ipg and leads were explanted. The patient is doing well post operatively. The devices will not be returned for analysis as they were discarded by the facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: linear 3-6, upn: m365sc2366500, model: sc-2366-50, serial: (B)(6), batch: 19492660. Brand name: linear 3-6, upn: m365sc2366500, model: sc-2366-50, serial: (B)(6), batch: 17590243. Brand name: linear st, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: (B)(6). Brand name: not applicable, upn: m365sc3354250, model: sc-3354-25, serial: (B)(6), batch: (B)(6). Brand name: linear 3-6, upn: m365sc2366500, model: sc-2366-50, serial: (B)(6), batch: 18833305. Brand name: linear 3-6, upn: m365sc2366500, model: sc-2366-50, serial: (B)(6), batch: 19512162. Brand name: not applicable, upn: m365sc3354250, model: sc-3354-25, serial: (B)(6), batch: 20276940. Brand name: linear st, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: (B)(6).